Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. It was discussed with the health care professional (hcp) to continue monitoring the patient and increase the shock impedance limit. No adverse patient effects were reported. The lead remains in service.